Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 1488t implantable pacing lead, (B)(6) 2003; 1488tc46 implantable pacing lead, (B)(6) 2003.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that the lv (left ventricular) threshold was high, causing quick battery depletion. The device was explanted and replaced, and the lv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.